Manufacturer narrative:
A product investigation was completed: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Per the technique guide, the helical blade inserter is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. A coupling screw is passed through the inserter and threaded into the helical blade forming an assembly. The inserter is then passed through a blade guide sleeve and advanced using light hammer blows to the back of the coupling screw. The complaint condition was also able to be confirmed as both the locking shaft and locating pin in the alignment indicator were found to be broken. Additionally significant witness marks consistent with impaction were noted on the indicator stems and device handle. No functional test was able to be completed due to post-manufacturing damage. Based on the complaint description the device was dropped during sterile processing which led to the complaint condition. Relevant drawings for the returned instrument was examined (both current revision and from the time of manufacture): top-level, alignment indicator and locking shaft. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no material review reports, non-conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. No service history was able to be reviewed as the device is lot/batch controlled. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. Device history records review is completed for part: #357.372, lot # 4897578. Release to warehouse date: (B)(6) 2004, manufactured by: (B)(6). No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No service history review can be performed as part number 357.372 with lot number 4897578 is a lot/batch controlled item. The manufacture date of this item is nov 23, 2004. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Service and repair evaluation was performed for part # 357.372, lot # 4897578. The customer reported the set screw broke. The repair technician reported the guide pin in the alignment nut sheared off, the set screw was broken and damaged, the top of the inserter was burred and damaged, and the yellow sleeve was damaged and worn. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented on (B)(6) 2016 that the set screw on the helical blade inserter instrument broke. Instrument was dropped during cleaning. No patient or surgery involvement reported. This report is for one (1) helical blade inserter. This is report 1 of 1 for (B)(4).